Event description:
It was reported that the patient's pacemaker was prominent with threat of erosion. The physician elected to explant and replace the pacemaker. The patient was stable post procedure.